Event description:
It was reported that 7 years and 5 months post implantation the patient underwent a revision procedure due to unknown reasons. The femoral head and stem were both revised. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00811400110 item name femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length lot # 63322613. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0002648920 - 2024 - 00086. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
Upon reassessment of the reported event and additional information received, the head was determined to be not reportable as it was confirmed that the patient had a peri-prosthetic fracture of the femur due to post operative trauma. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable. The initial report was forwarded in error and should be voided.